Event description:
The customer received questionable creatinine (B)(4) (creaj) and ion selective electrode (ise) potassium results on their c501 analyzer. The customer provided data for five patients, of which four had discrepant results reported outside the laboratory. The customer noticed that the r1 probe was dripping, so the customer replaced the probe. It continued to drip. After replacing the probe, the customer repeated the samples that were tested prior to noticing the dripping probe and issued corrected reports where necessary. The first patient's creaj results were from a urine sample poured into an aliquot tube. The initial creaj result was 218.6 mg/dl. The first repeat result was from another cobas 6000 c501 analyzer, serial number (B)(4), and the result was 462.3 mg/dl. The second repeat result was from a third cobas 6000 c501 analyzer, serial number (B)(4), and the result was 439.8 mg/dl. 462.3 mg/dl was considered correct and it was issued as a corrected report. The second patient, an (B)(6) female, had an initial plasma creaj result of 0.4 mg/dl accompanied by a data flag. The repeat result from mod 1 was 1.1 mg/dl. The third patient, a (B)(6) male, had an initial plasma creaj result of 0.4 mg/dl accompanied by a data flag. The repeat result from mod 1 was 1.2 mg/dl. The fourth patient, an (B)(6) female, had an initial potassium result of 3.7 mmol/l. The repeat result from mod 1 was 4.5 mmol/l. The initial plasma creaj result was 0.4 mg/dl accompanied by a data flag. The repeat result from mod 1 was 1.2 mg/dl. None of the patients were adversely affected by the original results that were reported outside the laboratory. There were no adverse events. The creaj reagent lot number was 65635101 and the expiration date was 10/31/2013. The potassium electrode lot number was v40 and the expiration date was 11/30/2012. The field service representative found debris in the r1 syringe valve hindering it from closing fully. He cleaned the debris from the valve. The customer performed calibration and quality control with all results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.